Event description:
Rep reported that the surgeon programmed a valve in a patient, and he received an "adjustment complete" message. Upon x-ray of the patient, they observed that the valve never changed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. The evaluation verified that the programmer was found functionally. The difficulty reported by the customer could not be verified. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.